Event description:
It was reported that during a laparoscopic adjustable band procedure, the tab on device tore off while implanting. The buckle was not completely buckled when problem occurred. The tab was retrieved and still in graspers when removed from pt. A second device was pulled and used to complete case with no reported pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the band/balloon with one-way valve and 60 cm of catheter were returned for analysis. Per visual observation, the buckle tab was found to be torn. A leak test was performed on the balloon with successful results, no leak was found. The observed damage may have occurred during the band closing step using the pull method. If excessive force was exerted on the buckle tongue with a grasper while pulling the extender through the buckle might be the cause of buckle tongue to become damaged. The device history record (DHR) was performed and no discrepancies were recorded during the mfg process. All product is 100% visually inspected prior to release, therefore, a mfg issue is unlikely to have contributed to this event.